Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1476006150, 510k #k121680 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis:vertebral body collapse occurred at l1 procedure:posterior fixation levels implanted: t11¿l4 it was reported that, post-op, the rod broke. The screw and rod were replaced. There was no delay in procedure time as a result of alleged event. Additional surgery was performed as a result of event. No other info was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered with back pain as a result of the event.